Event description:
It was reported that during a crt-d replacement procedure, disconnection of the subject lead was not possible, after loosening the is-1 set-screw. The physician suspected damage to the set-screw so the silicone cover of the device header was removed followed by removal of the set-screw. However, the lead could still not be disconnected. The physician then pulled strongly resulting in breakage of the lead section. A pace/sense lead was implanted to replace the broken section of the subject lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.